Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms that cannot be cleared. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Programmed multiple basal rate and boluses for 24 hours and monitored the pump for three days. No unexpected no delivery alarms were noted. The pump was received with a cracked case at the display window corners, broken battery tube threads and minor scratches on the lcd window.